Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments in the abdomen and may have developed paradoxical adipose hyperplasia. Patient treated six months prior to allergan aesthetics receiving report of this patient.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. E1 [phone]: (B)(6).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting treatment to the mid abdomen and lower abdomen on (B)(6) 2021 using the cooladvantage, coolcore applicator and coolsculpting treatment to the flanks on (B)(6) 2021 using the cooladvantage, coolcurve plus applicator the patient was presented with paradoxical hyperplasia (ph).